Event description:
On october 1, 2002 an spf spinal fusion stimulator was implanted into the patient. Subsequent to that date the device was removed because the md felt the patient may have developed an infection.